Manufacturer narrative:
Results: quality engineering received a photograph and 125 samples of the affected product for investigation. The samples were visually inspected and a brown substance was noted on the luer collar on one syringe. On a second syringe black particles were observed on the plunger rod. When observed under a microscope it was determined that the foreign matter is imbedded. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Bd will continue monitoring manufacturing processes to ensure product quality. UDI# (B)(4).

Event description:
It was reported that particles were found in the top part of a 20 ml bd¿ syringe with bd luer-lok¿ tip before the product was opened. No injury or medical interventions reported.